Event description:
Pharmacist reported when he was in the process of visual verifying the box of syringes, he noticed that the lid looked partially open, he went to close it completely when he felt a pinch. Pharmacist opened the box and one of the packs had all needles uncapped and the package had one large hole where it appears how syringes were taken in and out of the package and several smaller holes where the bent needles pierced the package. Pharmacist was taken to the wal-mart doctor; drug test was performed, received a tetanus shot, and gave blood sample. Will need to have repeat blood work done at 6 weeks, 3 months, and 6 months.

Manufacturer narrative:
Issue: injury needle stick. Evaluation summary: regulatory compliance complaint lab received (90) 30g x 8mm 1cc reli-on syringes in (9) sealed polybags (lot# 9048210) returned in one shelf carton. Customer claims received needle stick injury due to one of the packs having all needles uncapped, some syringes had no needle at all and other syringes in this specific packet were bent in a l shape. The actual device which was involved in the incident was not returned as customer indicated the pack was disposed. The (9) sealed polybags were all inspected for customer's complaint and no loose shield nor bent cannula was observed. The (9) polybags and the shelf carton were examined for holes or any evidence of cannula poking through the first and second levels of packaging and it was found that the two levels of packaging were intact with no holes. Complaint history check was performed and yielded no other complaints against lot number 9048210 for the same issue. Cannot confirm needle stick injury complaint being caused by a confirmed manufacturing defect. No further action for this issue.